Event description:
The physician reported that the patient was last seen on (B)(6) 2013. It was reported that the vns was noted to be off or depleted battery. It was reported that the patient was to undergo reimplant, but did not. No further relevant information was provided.

Event description:
Additional information was received stating that the vns patient underwent generator replacement surgery on (B)(6) 2013. The explanted generator was returned to the manufacturer for analysis which concluded an end of service condition from normal battery depletion. There was no condition noted during analysis that would suggest any anomaly with the device.

Event description:
Clinic notes were received which indicate the patient had an increase in seizure frequency and duration on (B)(6) 2012. The patient was determined to be in nonconvulsive status, so he was given keppra and ivf admitted directly to the emu for 23hr eeg and to break status. At discharge, the patient was also started on onfi 5mg po tid in addition to his other home medications. He patient was referred for a replacement in 2012, but a replacement never took place. The patient's mother reported the magnet was not working when swiped and also thinks vns was not efficacious. In addition, the vns was reported off, but it appears this statement is a comment about the battery status and not disablement. However, the battery status was not mentioned and is unknown. Attempts have been made for additional information; however, they were unsuccessful. No additional information was received.